Event description:
The device was implanted on approx. 12/14/96, for infusion of fudr through the hepatic artery for treatment of cancer. On 1/13/97, a facility nurse contacted a MFR clinical rep and reported that the pt should have had a device refill 11 days ago; however, she just came in today. The facility nurse reported that the device was empty. The device was then refilled with heparinized saline. The device was accessed and flushed easily. The facility nurse reported that it was not necessary to perform the device declotting procedure.